Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwelling time was 154 days. The broken dome portion was removed endoscopically. The user confirmed that the catheter was free floating prior to removal.